Event description:
"At the end of the procedure when the md was removing clamp from the vein graft, it fell apart into the chest cavity." The patient has exhibited no untoward effects up to this 5th post-op day.

Manufacturer narrative:
Add'l lot # 1021374. Product has not been returned to the manufacturer for evaluation. When product is returned, evaluation will be completed and final report will be submitted. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result we are concluding our investigation and closing this file.